Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
Customer reported that a u by kotex sleek regular tampon came apart into pieces upon removal. The customer was able to remove all pieces from her vagina. Customer reported no symptoms and is not planning medical attention.